Event description:
An representative from a medical care clinic reported a customer received higher than feels readings of 275 mg/dl and/or 110 mg/dl on a freestyle lite meter on (B)(6), 2011. The representative reported that the customer experienced symptoms of lightheadedness followed by a loss of consciousness. The representative reported no injury was sustained, and the customer was not transported to a health care facility for emergency treatment. However, the representative was unable to provide information regarding diagnosis or treatment for the event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Two attempts were made to follow-up with the customer to obtain additional information without success.

Manufacturer narrative:
As product was not returned, a DHR of the meter was requested. The device history review for meter sn (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. No retain testing was performed due to strip lot number 0830227 being expired. This is a final report.